Event description:
Customer's mother reported customer's insulin pump was receiving a beeping noise. She was not sure what it was. Customer's blood glucose was unknown. Customer's mother could not troubleshoot because she was not with customer. She stated she would call back later when she gets home. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).